Manufacturer narrative:
Two opened 22.5° standard angled knives with foam on blades in a plastic bag were received for the report of a blunt knife. The samples were inspected per facility and sample #2 was determined to be visually conforming. Sample #1 was determined to be visually nonconforming with a slightly dubbed tip and damaged heel. Sharpness testing was performed with the following results: sharpness test : #1 & #2 lancing, sidesaw, lateral and longevity all regarded as excellent. For this complaint file, the final customer lot was identified. For this final lot, one component knife lot was used to make up the final lot. A review of the related device history record (DHR) has been performed. The component lot was reprocessed for an anomaly that could not have contributed to the customer complaint. No anomalies were found for the final lot. The product was released in accordance with all product acceptance criteria. Because the cutting instrument blade was determined to be functionally conforming, an exact root cause could not be determined as to why the instrument was considered to be dull. The slight visual damage to the tip and heel on the returned, opened blade sample suggest damage that can occur when the blade contacts a hard surface during handling, or contact with another instrument during surgery or set-up. It could not be determined when the damage to the blade occurred.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A customer reported that two knives were noted to be blunt. Procedure and patient involvement information is unknown. Additional information has been requested.